Manufacturer narrative:
The reported event of noise was confirmed. The cause of the reported event was external insulation abrasion. As received, a complete lead was returned in two pieces. Final analysis found that the insulation was abraded at 35.8 cm to 36.0 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up on an unknown date. Device interrogation revealed noise on the atrial lead. On 3 mar 2021, the atrial lead was explanted and replaced. The patient condition was stable before, during, and afterwards.